Manufacturer narrative:
The generator was tested and functioned to specification. However, there was a loose component found inside with loose standoffs and screws that would have mounted it. The loose component would not have caused or contributed to the customer's report. It is unk when or how this occurred because the minor dent in the chassis would not account for this.

Event description:
The report stated that during an exploratory laparotomy using a valleylab generator and a conmed pencil and tip, the tip briefly caught fire. The surgeon switched pencils and had no more problems. There was no pt injury.